Event description:
Patient was admitted for replacement of a non-functioning artificial urinary sphincter. The patient has chronic incontinence. The artificial urinary sphincter was placed around 20 years ago and has done fairly well but the last 6 months he has had problems with urinary incontinence. The patient had surgery for replacement with an ams artificial urinary sphincter. No post-op complications and patient discharged to home the day after surgery. No documentation is available about the explanted device, which will be sent to ams for evaluation.======================manufacturer response for artificial urinary sphincter, ams artificial urinary sphincter (per site reporter).======================the new device manufacturer will investigate cause of the failure upon receipt of explanted product.